Event description:
Boston scientific received information that this transvenous right ventricular (rv) lead and implantable cardioverter defibrillator (ICD) detected a single rv pacing impedance measurement of greater than 2000 ohms, triggering a latitude red alert. The possibility of a rv connection issue or compromised rv lead was discussed. No adverse patient effects were reported as a result of this observation.

Manufacturer narrative:
The patient was brought in clinic for a thorough device interrogation, which found nothing abnormal. Impedance measurements were found to be within normal range when the device was interrogated. Subsequently, several additional high impedance measurements were noted, and the physician elected to perform surgical intervention. The pocket was reopened, and the physician found that the rv lead terminal pin was not fully inserted into the device header. The rv lead was successfully reconnected and the pocket was closed. This event will be updated if any additional information becomes available.